Event description:
Patient was revised to address poly wear (right side). Osteolysis was also reported.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about reported polyethylene wear. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.